Manufacturer narrative:
The device is not available to the manufacturer, as device is implanted in patient.

Event description:
It was reported that after 6 month of successful deployment of subject device during the procedure of cerebral embolization of side wall, saccular, wide neck aneurysm by kiv stenting. Location: ica para-ophthalmic, fish mouthing (focal structural decrease in luminal diameter without any intimal changes) of the proximal part of the flow diverter was seen. During this 6 month of post-operative period aneurysm sac shows to be smaller. There was no clinical consequences to the patient due to the reported event, when we received the information.

Event description:
It was reported that after 6 month of successful deployment of subject device during the procedure of cerebral embolization of side wall, saccular, wide neck aneurysm by kiv stenting. Location: ica para-ophthalmic, fish mouthing (focal structural decrease in luminal diameter without any intimal changes) of the proximal part of the flow diverter was seen. During this 6 month of post-operative period aneurysm sac shows to be smaller. There was no clinical consequences to the patient due to the reported event, when we received the information.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information states a cerebral embolization kiv stenting procedure was performed 6 months earlier in the ica para-opthalmic. The intracranial aneurysm was a side wall, saccular, wide neck aneurysm. No other device was used with the surpass evolve. There had been no patch testing done preoperatively for hypersensitivity reaction. After completing the 6 month follow up, it was noted fish mouthing at the proximal part of the flow diverter was seen i.e. Focal structural decrease in luminal diameter without any intimal hyperplasia. It was also observed the aneurysm sac was seen to be smaller. The stent was confirmed to be fully diploid under fluoroscopy during processor. The patient¿s anatomy was moderate tortuous. There was no clinical consequence to the patient due to the reported event. The physician feels that the anatomy and/or location of intended area of treatment did not contribute to the reported event. Coiling had been completed in a previous separate procedure. It is possible the reduction in the size of the aneurysm sac over the 6 months postoperative period may have contributed to the fish mouthing effect noted in the 6 month follow up, however this cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue